Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report an unspecified lifescan meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 5:00 pm the patient obtained a blood glucose reading on the reported meter which she claimed was inaccurate. The reporter refused to provide the specific result. Afterwards, the patient took her usual dose of both rapid-acting and long-acting insulin. Immediately afterwards, the patient passed out. Emergency services were contacted. Paramedics arrived and at 4:15 pm tested the patient's blood glucose level to be 43 mg/dl. The patient was treated with food and/or a drink. The patient's test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on a reported meter reading, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.